Manufacturer narrative:
As per customer's complaint, generator was smoking during a rotator cuff procedure, unit was evaluated and the rf board was found damaged due to a blown capacitor. So the dual rf board was replaced to correct the problem. Multiple scratches on unit fascia, top plate and base plate; replaced the top plate, base plate and fascia. The unit was missing 2 mounting feet and dust cover; so they were replaced. As per service manual, the keypad membrane, mitek badge, both left and right graphic panels were replaced along with the fascia. Also, the fan bracket, 2 hex no8 spacers, 2 washers anti loss and 2 m3 x 60mm screws were installed due to the replacement of the dual rf board. An upgrade was performed per service manual. This complaint can be confirmed and attributed to malfunction of the device. At this time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the rep, the generator was smoking during a rotator cuff procedure. The unit was swapped out and the procedure was completed without incident. The device will be returned.